Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, downstream occlusion error was reproduced. The device was tested for downstream occlusion detection and failed for false downstream occlusion. A review of the history log revealed multiple events of "downstream occlusion!" However, the event history log cannot confirm if the alarms are true or false. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor was found out of calibration. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump has an immediate downstream occlusion error. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.